Event description:
It was reported there was no ventricular output. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case was dented affecting keyboard fit, the battery release was contaminated, the ventricular output connector was missing adhesive, both bail covers were missing, the ring cover was broken, the ring and both bails were missing, the battery drawer was broken, the keyboard was scratched and the display was out of specification with missing pixels on the lower screen. Further analysis was performed on the heart lead flex. This analysis confirmed the reported event caused by cracked signal traces. (B)(4).